Event description:
It was reported that intermittent cartridge change errors occurred with multiple cartridges during the load sequence. Reportedly, the customer loaded a new cartridge and continued to use the pump for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.